Event description:
In 2005, the lay user/pt contacted lifescan (lfs) and alleged that her one touch ultra meter kept giving the error 1 message. Lfs was able to obtain further info from the pt. The pt was not able to test on the subject meter for a "couple of days" due to the error 1 issue. She was getting this message after the sample was applied to the test strip. During the time she was not able to test her blood glucose on her meter, she had continued to take her set amount of oral medication (diabetes pills before breakfast, before lunch, and before dinner). The day prior to her call to lfs, around 7:00 pm, she attempted to test on the subject meter, but was not able to obtain a result. She was feeling "bad, extremely dizzy, and she vomited". She went to the emergency room, where her blood glucose level was tested on the ER meter with a result of 280 mg/dl. She was given a "diabetes pill". Since this event happened around 7:00pm, she had not taken her evening oral medication yet prior to going to the ER. At the time of troubleshooting, it was verified that this was not a new product and that the pt's testing technique was correct. The battery compartment was checked, and it was discovered that the battery contacts were oxidized. No trauma had occurred to the meter. The pt had attempted to test on the meter while experiencing symptoms, but the meter failed to operate and provide a result at the time of concern. The pt was treated for hyperglycemia with oral medication at the ER. Thereore, this complaint is reported as an adverse event. A replacement was sent to the lay user/pt.